Manufacturer narrative:
The authorized service personnel (asp) replaced the key panel to address the reported issue. Upon further investigation, the reported issue was observed during testing, and no patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported ventilator alarm lamp failure. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.